Manufacturer narrative:
The instructions for use for the suture-button repair system states the following: "the patient must be cautioned, preferably in writing, about the use, limitations, and potential adverse effects of this device including the possibility of device or treatment failure as a result of loose fixation and/or loosening, stress, excessive activity, or weight bearing or load bearing, and the possibility of nerve or soft tissue damage related to either surgical trauma or the presence of the device." "Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone." The suture likely ruptured as a result of a new traumatic event, prior to full healing of the soft tissue. The surgeon did not attribute the failure to the device, attesting that the eccentric fall would have likely torn the tissue of a patient who was in full health.

Event description:
The patient's distal biceps repair suture ruptured while slipping on ice less than three weeks after implantation.